Manufacturer narrative:
This report is submitted on october 26, 2018, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced device migration and subsequently the device was explanted on (B)(6) 2018. The patient was implanted with a new device during the same surgery.

Manufacturer narrative:
Correction : it was reported that the device was explanted due to migration of the electrode array. This report is filed on november 20, 2018. (B)(4).